Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead had high and unstable thresholds. The rv lead was capped and replaced. During the rv lead revision it was noted that the implantable cardioverter defibrillator (ICD)  had to be freed from the pocket with a clamp. During this process the ICD hull was damaged. The physician determined to explanted and replace the ICD for saftey reasons. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)